Event description:
The hcp reported that the device was explanted due to infection. No other information was provided at the time of this report. A follow-up report will be sent if additional information becomes available.